Manufacturer narrative:
The pump was received with a blank display, problem isolated to the electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify pump errors 49, 13, 4, 58, failed battery test/battery failed, power loss alarms, or sensor connection due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error. Customer¿s blood glucose was 133 mg/dl. Troubleshooting was performed for pump error and the customer stated that they are able to rewind the insulin pump. Customer reported that the pump error occurred after troubleshooting. The insulin pump will return for the analysis.